Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The attorney reports revision surgery was for injury . No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2016: the patient underwent a revision surgery as a result of injuries related to the defect in the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2016: the patient underwent a revision surgery as a result of injuries related to the defect in the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left direct and small indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "a small indirect hernia sac was dissected down to the internal ring. The sac was reduced back into the preperitoneal space. A perfix plug was placed into the fascial defect. The overlay mesh was laid over the inguinal floor and tacked using sutures." (B)(6) 2016 - patient was diagnosed with left groin mass and pain thereby underwent left groin wound exploration and partial removal of mesh. Per operative notes, "the superior edge of the previously placed perfix plug was noted with the area of pain. The superior corner of the mesh was removed from the surrounding tissues. The mesh was partly removed above the internal ring. The defect was closed with the sutures." Attorney alleges that the patient had pain and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The attorney reports revision surgery was for injury. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of perfix plug, patient was diagnosed with necrosis, inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists inflammation and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.